Event description:
It was reported that the lens was inserted and intraoperatively removed from the patient¿s eye due to haptic damage. The incision was not enlarged but a suture was placed due to the extra manipulation in removing the lens. A backup lens was successfully implanted. Add¿l info has been requested, but has not been received. Please reference MDR number: 2031924-2013-00056 for the delivery device used during the event.

Manufacturer narrative:
The device has been requested, but has not been received for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.